Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three years postoperative to hysterectomy, the barbed suture was not absorbed. The patient was placed back to surgery to remove the barbed suture and replace it with another model.